Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. Proteinaceous debris was observed in the interior and exterior of the valve. The instructions for use (IFU) that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris. The returned valve also did not meet requirements for leak testing due to a tear observed in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery reported the device was implanted on (B)(6) 2008. According to the report, the device was found to be overdraining and was explanted on (B)(6) 2016. The report stated that upon explantation, the device appeared to have a leak from a hole in the delta chamber. Reportedly, the patient is recovering.